Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was left inguinal hernia and ventral incisional hernia within an area of prominent diastasis recti. The procedure performed was repair of indirect left inguinal hernia with medium patch and repair of ventral incisional hernia with retrorectus inly and muscle advancement flaps for treatment of diastasis. On (B)(6) 2017 - approximately one year after the mesh implantation on (B)(6) 2016, he underwent mesh explantation as well as mesh implantation. The patient experienced adhesions, mesh folding, mesh removal, meshoma/balling, and revision. Abdominal pain and sensation of bowels being restricted. CT showed firm mass in epigastrium and inflammation around mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an inguinal and ventral hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh folding, meshoma/balling, abdominal pain, sensation of bowels being restricted, firm mass in epigastrium, and inflammation around mesh. Post-operative patient treatment included revision surgery, removal of mesh, and repair of hernia with mesh.